Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a hawkone device with a non-medtronic 6fr sheath and 0.014¿ non-medtronic wire for treatment of a severely calcified 10mm cto (chronic total occlusion-100%) in the patients right proximal superficial femoral artery of diameter 6mm. Moderate tortuosity was reported. The IFU was followed and the device was prepped without issue. The guidewire was hydrated at preparation. It was reported that severe resistance was felt during withdrawal of the device resulting in the wire prolapsing around the tip of the catheter. The tip did not separate at the hinge pin but the distal white tip detached upon removal through sheath due to guidewire locking up on the catheter. The detached tip was retrieved using a snare retrieval device and angioplasty was then performed. No adverse effect to patient was reported.

Manufacturer narrative:
Evaluation summary: the hawkone was received for evaluation along with a specimen jar that included part of the hawkone distal assembly. No ancillary devices or cine images from the procedure were received. All components of the hawkone were accounted for. The returned device exhibited a separation of the distal assembly between the distal flush window and distal tip. The guidewire lumen on the distal assembly exhibited zippering tearing along its length. If information is provided in the future, a supplemental report will be issued.